Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters (B)(4) has been listed. And the (B)(4) FDA registration number has been used for the manufacture report number. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown device manufacture date: unknown. (B)(4). Investigation summary: the customer did not provide bd pas with product catalog number or lot number information, when requested. After 3-follow-up attempts to obtain additional information, bd pas has closed this customer complaint. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.

Event description:
It was reported when using the unspecified vacutainer blood collection tube w/ safety-lok there was blood splatter/leakage or other sample leakage from the device other than the insertion site or needle tip the following information was provided by the initial reporter: translated to english. The customer stated: "at the end of a blood collection, during the removal of the last (of two) tubes, blood leaked from the needle of the luer tip. It passed through the holder, covered the tube and dripped onto the floor and on the operator's trousers. The patient suffered no harm.' There was not report of exposure to mucous membranes or medical interventions.